Event description:
It was reported that a minimum fill notification occurred as customer was attempting to reload a cartridge. Customer was unable to confirm the amount of insulin remaining in the cartridge, therefore it was unable to be determined if the notification was valid or not. Customer added insulin to the cartridge and was able to complete the load process, resuming insulin therapy. There was no adverse impact to the customer's blood glucose level.